Event description:
It was reported that the right atrial (ra) lead had become dislodged post-operatively during the night of the implant procedure. A lead revision was attempted the next day but the physician was unable to get the lead to stay in place. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Analysis revealed the outer insulation of the lead was extrinsically breached due to a cut with blood ingression observed. Visual summary analysis of the lead indicated that the damage had occurred at implant. Concomitant medical products: 5086mri58, lead, implanted (B)(6) 2014. (B)(4).